Event description:
It was reported that during a monarc sling implantation procedure, the "plastic introducer end that connects to the hooks disconnected from the tvt tape," "after they passed the needle they connected the mesh and it wouldn't stay connected when they tried to pull it back through". The sling was completely removed and a new device was implanted. It was indicated that the patient underwent a prolonged surgery due to the device issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis results indicate the device performed out of specifications which relates to the reported event. A monarc sling was returned inside the sheath. The sling appears normal. One dilating connector on the sheath was out of specifications.